Event description:
Customer reported receiving an adc meter reading of 158 mg/dl and experienced symptoms of feeling shaky, lightheaded and sweating and lost consciousness. Paramedics were called and upon arrival started an IV of dextrose, she ate food and was transported to a local health care facility. She was diagnosed with hypoglycemia and no other treatment was reported. Customer also reported receiving imprecise adc meter readings of 158 mg/dl, 69 mg/dl and 27 mg/dl on the same meter obtained within 10 minutes on the same day as the reported medical event. When plotted on the parkes error grid, the results fell within the "c" zone showing the difference in readings is considered clinically significant. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation and a final report will be submitted when the investigation is complete.